Event description:
Customer reported the system is displaying a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the iris potentiometer. System operates as intended.